Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with preoperative diagnosis of status post l2-s1 fusion and adjacent segment instability l1-l2 with collapse and associated severe central lateral recess and neural foraminal stenosis. And underwent following procedures: l1-l2 anterior lumbar discectomy/decompression l1-l2 anterior inter-body fusion. Right iliac crest bone graft/morsellized bone graft use of bone morphogenic protein /bmp implantation of peek material fusion implant, single implant l1-l2 interspace. Anterior instrumentation/anterior plate and screw fixation application, anterior lumbar plate and screw device l1-l2 segments. Continuous emg monitoring on lumbosacral nerve roots. Following anterior lumbar discectomy/decompression, interbody fusion was performed using a peek implant and iliac crest bone graft supplemented with bmp and abx bone graft extender and was tamped across the disk space. The size of the implant was 45 mm long and had 6 degree lordosis angle. Fixation was then obtained across the segment with anterior laterally placed plate and screw device. There were no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.